Manufacturer narrative:
The reported event could not be confirmed. The device was not returned for evaluation. A potential failure mode could be "toomey adapter detaches from tip of syringe." A potential root cause for this failure could be"-dimensions of syringe or adapter toomey out to specification." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "70cc syringe with catheter tip and luer tip adapters toomey syringe three syringe tips are intended for use as follows: integral toomey tip - resectoscope irrigation catheter tip - for catheter irrigation 1 luer adapter (for foley catheter inflation) warning: reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: secure tip tightly prior to use. Caution: avoid excessive syringe pressure when using luer adapter, as the adapter may dislodge. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Bard is a trademark and/or registered trademark of c. R. Bard, inc. Copyright ©2012 c. R. Bard, inc. All rights reserved. This is a single use device. Do not re-sterilize any portion of this device. Do not use if package is damaged. Use by caution, consult accompanying documents. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Catalog number lot number units manufacturer authorized representative in the european community sterilized using ethylene oxide. Assembled in mexico single use do not resterilize latex free"

Event description:
It was reported that the tip of the toomey irrigation syringe detached during use. No patient injury reported.